Event description:
It was reported that a device was used during a lap hernia repair. The staples were not advancing down the device. Another device was used to complete the case. There were no pt consequences.